Event description:
User facility submitted voluntary med watch report #4900320000-2005-8006 reporting pins slipped after the device was secured to the pt's head. As a result of this slippage, the pt sustained a laceration.